Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable defib lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range.

Event description:
It was reported that upon review of a device transmission report, the atrial lead impedance measurement was zero. On subsequent interrogation, the atrial lead impedance was found to be high; fluctuating impedance trends were also noted. An insulation breach and conductor fracture are suspected. Reprogramming was performed and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.